Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's skin irritation was confirmed. The patient reported that he had sores under his therapy electrode pad on his back. The patient's physician applied a band aid to the skin irritation. There is no alleged device malfunction. Follow-up indicated that the patient's rash was healed.